Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 3 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient¿s log file were submitted for review due to their system controller receiving low flow alarms due to intentional pump stop. The patient also reported elevated lactate dehydrogenase (ldh) and hematuria. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and reported intentional pump stop made on (B)(6) 2017 at 16:10 16 was observed, however no other events seen within the log file. Additional information was requested, but was not provided.

Manufacturer narrative:
Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient¿s lactate dehydrogenase (ldh) at the time of the event was 2453 u/l. The patient¿s elevated ldh was reported to be related to shock liver and liver failure, not pump related. The patient is stable and no further information will be provided.